Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided following the conclusion of the manufacturer's investigation. (B)(4).

Event description:
Arjohuntleigh received a customer complaint where it was indicated that the patient rolled out of the concerto shower trolley during bathing probably due to two side rail clips not properly engaged during care to keep the rail in its secure upright position. From the information received, the patient was taken to the hospital as a consequence of the event. The patient's outcome is unknown at the time of the report.